Manufacturer narrative:
Results: the velocity delivery microcatheter (velocity) strain relief was stretched. The velocity was kinked approximately 2.0 cm from the hub. Conclusions: evaluation of the returned device revealed the strain relief was stretched. This type of damage typically occurs due to forceful withdrawal of the velocity through an overtightened rotating hemostasis valve (rhv). If the rhv is not loosened prior to withdrawing the velocity, damage such as this may occur. Penumbra catheters are 100% visually evaluated during in-process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure using a velocity delivery microcatheter (velocity). During the procedure, after the second pass, the physician noted that the velocity metal winding of the proximal connection to the hub was damaged. The damaged velocity was removed and the procedure was completed using a new velocity.